Event description:
It was reported that the patient had suffered an acute myocardial infarction. During the procedure the stent was deployed, and the balloon was deflated and then became stuck in the stent. It appears that the distal end had not fully deployed. The physician made several attempts at removal and finally just pulled out the delivery device. The stent moved approximately 1mm. The physician then went down with another balloon and post dilated the distal end of the stent. Patient status is listed as "okay".